Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and found that there were saline spill on 2 boards, the power management board and motor control board. After the fse replacing both boards the device worked properly, but the safety disk was due to be replaced and the safety disks are on back order due to supply chain issues. As soon as the safety disks become available the fse will return to finish repair and complete the preventative maintenance (pm). A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse returned with safety disks and completed repair and preventative maintenance (pm) service, and all tests pass. Returned to customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) confirmed the issue and stated he found saline spilled on 2 boards. The power management board and motor control board. After replacing both the device worked properly, but the safety disk is due, and the safety disks are on back order due to supply chain issues. As soon as the safety disks become available, he will return to finish repair and complete pm. Fse returned with safety disk and completed repair under pm. All tests passed and unit returned to customer and cleared for clinical. The defective components were received for further investigation. The power management board was observed per the cardiosave service manual with visual damage of suspected saline spill. Nrc observed white residue on part which is consistent with saline. Power management board will be held in the nrc per procedure. The motor control board part was observed per the cardiosave service manual with visual damage of suspected saline spill. Nrc observed white residue on part which is consistent with saline. Motor control board will be held in the nrc per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible define.